Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant estimated as (B)(6) /2015. (B)(4). A partial UDI is reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties cannot be determined; however, there is no indication to suggest a product quality issue with respect to manufacture, design or labeling. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on an unspecified date, the patient underwent a coronary stenting procedure with implantation of 3.5 x 38 mm xience alpine stent in the distal right coronary artery (rca). On (B)(6) 2015, approximately 1 month after implantation of the 3.5 x 38 mm xience alpine, the patient underwent a second stenting procedure to treat a lesion in the proximal rca. An unspecified stent was implanted without issue. Contrast was injected to check the results and the physician noted what appeared to be a circumferential fracture in the previously implanted xience alpine stent. The stent appeared stable and the physician felt no intervention was needed at this time. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.